Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and a scratched lcd lens. There was no evidence to review in the device's event history log. Functional testing was conducted. Upon testing, the reported problem was duplicated, when latch lever closed the pump alarmed ?cassette not attaching properly". It was determined the most probable cause is the dso sensor, the dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: event date unknown.

Event description:
It was reported the device exhibited a cassette not attached alarm. No adverse patient effects were reported by the customer.